Event description:
The user facility (a veterinary hospital) reported that the distal portion of an IV catheter was noted to be detached after a procedure. Follow-up communication with the veterinarian confirmed: a small part of the catheter tubing was still attached to the hub upon removal; the affected area was x-rayed to locate the catheter; a cut down was performed to successfully retrieve the distal piece of the catheter; and the dog is recovering fine.

Manufacturer narrative:
Report was not associated with a human pt. Results: is based on user facility info & returned sample; is based upon reserve samples. Conclusions: is based on user facility info & the returned sample; is based upon reserve samples. The appearance of the returned sample is consistent with the catheter tubing having been severed by a sharp object, such as scissors. Based on the follow-up communication, the damage most likely occurred during the bandage/catheter removal process. Retention samples were examined and tested for catheter tubing retention force. All samples tested were confirmed to be properly assembled and met the performance specifications for catheter tubing retention force. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, user facility info (no sign of leakage during use) and the appearance of the returned sample are consistent with damage by a sharp object occurring during the bandage/catheter removal process. There is no indication that there was any relation to a device defect or malfunction. All available info has been placed on file in quality assurance for tracking, trending, and follow up.